Event description:
After having essure in 2010, I have extremely bad joint pain, muscle pain, swelling of hands, legs, ankles. My stomach is bloated and bad cramping. Headaches are starting to be more frequent and more powerful. I have always been energetic and now I have no energy! I feel like a (B)(6) year old and I'm only (B)(6).